Manufacturer narrative:
Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year 2 months post implant of composix kugel mesh, patient was diagnosed with infection, fistula and hernia recurrence thereby underwent removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence, infection and fistula as possible complications. In regard to infection the warning section of IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the event date (25-feb-2025) is considered to be a best estimate based on the awareness date and the manufacturing date (15-jan-2011) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided by patient's attorney: (B)(6) 2011 - patient was diagnosed with incisional hernia thereby underwent open hernia repair with the implant of composix kugel mesh. Per operative notes, "the sac was dissected free and preperitoneal space was developed. A composix kugel mesh was used for repair and secured by sutures." (B)(6) 2012 - patient underwent esophagogastroduodenoscopy and jejunoscopy and demonstrated with a small hiatal hernia. (B)(6) 2012 - patient was diagnosed with incisional hernia with infected mesh thereby underwent open repair with explant of composix kugel mesh and implant of biologic mesh. Per operative notes, "a piece of midline mesh was taken down. There was a fistulous hole off another piece of mesh to the left of superior midline was removed. Component separation was performed. A piece of biologic mesh was sutured." Attorney alleges that the patient had bowel obstruction, infection, pain and mesh separation.